Manufacturer narrative:
The technician found that the ac power cord plug had a loose ground pin. He replaced the ac plug which resolved the high ground resistance reading.

Event description:
Info received indicates, the ground resistance reading was high while doing an electrical safety test.